Manufacturer narrative:
Based on a revision to the risk analysis for the triton infusion pump, in which the severity rating for free flow was revised, walkmed infusion performed a retrospective review of product complaints for triton infusion pumps. Complaints reassessed as having the potential for severe injury or death are now deemed MDR-reportable. As a result of walkmed's retrospective review, this MDR is being submitted beyond the 30 day time-frame.

Event description:
Walkmed infusion was notified that during testing when the door of the pump is closed, with the tubing in the pump and the roller clamp opened, there is a free flow of fluid through the tubing. The customer further stated that the pumping fingers do not control any of the flow. The device in question was returned to walkmed infusion for product evaluation which showed the pump failed the free flow test. The mechanical arm spring was replaced however a failure investigation was not performed at the time of the product evaluation. A review of the manufacturing records did not reveal any nonconformities related to the reported event. The pump had not had any preventive maintenance performed since the pump's manufacture (08/15/2012). The pump was repaired and returned to the customer.